Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device triggered an alert for high, out of range shock impedance measurements. The health care professional (hcp) reported that the system would continue to be monitored. There were no adverse patient effects reported. The system remains in service.